Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a transcatheter bioprosthetic valve, the valve dislodged . It was noted that temporary pacing was lost, premature ventricular contractions were noted, it was reported that this may have contributed to the valve dislodgement. The valve was snared and anchored above the sinotubular junction . No further patient complications have been reported as a result of this event.